Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a portion of patient's ipg incision site was not healing well and there was wound dehiscence as well. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg revised was pulled out of pocket and pocket was inspected for any infection. No infection was present, so the doctor irrigated the pocket well, replaced the ipg back in the pocket and re-sutured the pocket incision site. No product was explanted. Patient was also given oral antibiotics.